Manufacturer narrative:
Reported event of device in back up mode was confirmed. The device was operating in backup back up mode due to non-maskable interrupt, which is consistent with cautery exposure. User manual states that exposure to electrocautery during the explant procedure could temporarily inhibit the output. Analysis performed after reloading product code, did not find anomalies and device was still at normal range of operation.

Event description:
It was reported that the patient presented for a generator change out procedure. During the procedure, the pacemaker switched to back up mode and there was no pacing resulting in cardiac arrest. The reason for the switch was speculated to be due to electrocautery. The pacemaker was explanted and replaced during the procedure. No patient consequences.